Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during the fill tubing process. He also mentioned that there was a large air bubble in the reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. The customer disconnected and reconnected the tubing and reservoir and attempted to prime: insulin did not exit the tubing. The customer changed the infusion set and ran a prime successfully. Troubleshooting was then initiated for the air bubble anomaly. The customer confirmed that the insulin pump was not rewound with the reservoir in place. The insulin was stored at room temperature as well. The customer was able to manually purge out the air bubble. No products were returned or replaced.